Manufacturer narrative:
(B)(4).

Event description:
The pump was too large for the patient and it was breaking through his skin so they put in a smaller pump. The device system was used to deliver baclofen. For subsequent events, see manufacturer's report # 3007566237-2013-00572.

Event description:
Additional information reported that the skin and not the pump was eroding. Adjustments were made and the patient was fine.

Manufacturer narrative:
(B)(4).